Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Two events were reported for this quarter. Two devices were received for evaluation; one event was not duplicated; however, the device was found to be outside of specification. One event was confirmed. Two devices were found to be affected by corrosion. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 2 malfunction events in which the devices had run-on. Two reported events had no patient involvement; no patient impact.